Manufacturer narrative:
Media review: an image was reviewed by a boston scientific quality engineer. The image shows evidence of deformation of the guidewire; however, the reported stuck guidewire could not be confirmed in the photo. There was evidence of tissue present on the guidewire, and it is likely that the tissue was dragged into the tip of the catheter and became stuck and caught on the guidewire.

Event description:
It was reported that the guidewire got stuck in the catheter. It was reported that during a pulmonary vein isolation (pvi) to treat atrial fibrillation (afib) a farawave pulsed field ablation catheter was selected for use. While inside the patient, the guidewire became stuck in the catheter. Resistance was felt when withdrawing the guidewire from the vein, therefore, the physician pulled the device out of the body. Upon removal, tissue was found to be on the guidewire. It was also noted that the guidewire was broken, and the coil had come apart. A new guidewire was used to continue the case with original catheter, however, the physician continued to feel resistance with the wire. The procedure was completed successfully with the patient fully stable. The device is not expected to be returned for analysis due to disposal by the site.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the guidewire got stuck in the catheter. It was reported that during a pulmonary vein isolation (pvi) to treat atrial fibrillation (afib) a farawave pulsed field ablation catheter was selected for use. While inside the patient, the guidewire became stuck in the catheter. Resistance was felt when withdrawing the guidewire from the vein, therefore, the physician pulled the device out of the body. Upon removal, tissue was found to be on the guidewire. It was also noted that the guidewire was broken, and the coil had come apart. A new guidewire was used to continue the case with original catheter, however, the physician continued to feel resistance with the wire. The procedure was completed successfully with the patient fully stable. The device is not expected to be returned for analysis due to disposal by the site.